Manufacturer narrative:
The reported complaint of solex 7 catheter leak was not confirmed during visual inspection and during functional testing. A visual inspection of the returned solex 7 catheter was performed and found no physical damage. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture noted. Balloons were covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. Also, the returned catheter was connected to our standard suk and ran with the a known good thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. During manufacturing, all catheters are 100 % inspected for leaks by subjecting to pressure testing. Only units that pass are moved to the next process.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that saline fluid was leaking from the solex 7 catheter (lot #unknown) at the patient's insertion site. According to the customer, the solex 7 was inserted into the patient's right jugular vein. The patient did experienced pain with protonix injection. However, ivtm therapy did continue and was completed without any issue. No patient consequence.